Event description:
From staff: the patient was brought to the operating room for an emergent aaa [abdominal aortic aneurysm]. Main body stent was deployed through 16fr recommended sheath; md 1st assist was pin pulling device off wire post deploy per lead surgeon's orders. Lead surgeon advised 1st assist that the device was seated in the sheath "tight" to make him more aware of safety precautions. 1st assist surgeon pulled on the device assertively and the device came out of the sheath quickly and not all in one piece. Lead surgeon was aware immediately, corrected the 1st assist's actions, made a plan to retrieve left in foreign object that was left behind in the patient. Md retrieved the tip left behind, passed off device and tip to team lead, and changed out used sheath for a new sheath.